Event description:
It was reported during use of bd vacutainer® sst¿ blood collection tubes on customer's automated instrument, the stopper was difficult to remove on an unspecified number of tubes. There was no health impact or consequences reported.

Manufacturer narrative:
E1.initial reporter: (B)(6). D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary bd had not received samples, but 1 video was provided for investigation. The video was reviewed and the indicated failure mode for stopper defect(difficult to remove) was not observed based on the material provided. In addition, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported during use of bd vacutainer® sst¿ blood collection tubes on customer's automated instrument, the stopper was difficult to remove on an unspecified number of tubes. There was no health impact or consequences reported.